Event description:
It was reported that this right atrial lead exhibited noise, oversensing and high impedance measurements on the right atrial channel. Due to this, inappropriate atrial techy response (atr) episodes were stored. Reprograming of the device and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).